Manufacturer narrative:
Analysis received the unit with no button response and button error alarm due to moisture damage on the keypad traces. There was no moisture damage found on the electronic assembly or reservoir tube. Analysis was unable to verify to perform the displacement test.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 174 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.